Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 4000 pumps complaint of error codes and battery lights was reviewed. Physical condition of device was found counterfeit batteries in device. Top case was cracked and chip by front right bottom corner. Visible contamination by the l bracket pole clamp. In the history log it was revealed primary audible alarm post and depleted battery. When duplicating the event upon powering up device, the event was unable to be duplicated. The counterfeit battery was not the right one to be placed in device. Action was taken as preventative measure to seal j9 connector, fully seated and re-glued using all three mating surfaces on both sides of the j9 connection. Replaced speaker as preventive measure. Battery was replaced.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 4000 pumps alarmed error codes and had battery lights. No patient adverse events reported.